Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after deploying the clip, the device was difficult to remove. In accordance with the instructions for use a dilator was inserted into the access ports and the device was removed successfully from the pt anatomy. The thumb advancer was proximally retracted, which released the device from the tissue tract. Hemostasis was achieved with the clip. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.